Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 490 mg/dl. Water was consumed and a bolus via the pump was delivered to address the bg level. The customer was not sure what caused the high bg, but thought that it may be due to the excitement during the last few days of school. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.